Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Explant physician reporting rupture. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: missing total of the shell and underweight. A visual and microscopic analysis was performed which identified: device appearance (cannot be analyzed because only the gel is received). Based on the device analysis, the final assessment is missing total of the shell assessed as inconclusive.

Event description:
Explant physician reporting rupture. This relates to the right device. Device has been explanted.